Manufacturer narrative:
Conclusion: the common probable cause for high gradients is due to pannus overgrowth leading to immobile leaflets. However, without the return of the valve for analysis, a conclusive root cause of the high gradients cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years and 10 months post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm valve of a different model due to increased velocities. No additional adverse patient effects were reported.